Event description:
Information received on 07/2002, indicates the device was "explanted in 1999 due to fournier's gangrene". Date, doctor and surgical details not indicated.

Event description:
Info received on 7/15/2002, indicates the device was "explanted in 1999 due to fournier's gangrene."